Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level went as low as 40 mg/dl. Customer received a lost sensor alert as well. Customer experienced convulsions and they lost two teeth. Customer removed the cannula and advised it was bent. Customer advised the wrong transmitter ID was programmed into the insulin pump.